Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant device. The exact size of the device is unknown. Survey results from a cardiovascular surgeon in practice 12 years, who has used the device 25 times in total over the last 26 months and 25 times in the last 12 months. During use of the sentrant, the following complications was encountered; blood loss, bleeding - controllable haemorrhage. The physician found the events somewhat or not at all concerning, the events were not related to the device. No further information has or will be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.